Event description:
The customer reported that the system would not display a usable image and frame sync error messages. This issue is likely to result in a temporary system lock up and will require a system reboot. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.